Event description:
The customer reported that there was a 'generator error' message displayed. This error is likely the result in an immediate loss of system functionality and an un-commanded shut down. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ps2 power supply was evaluated and calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.